Event description:
Additional information was received that the patient saw a physician. He stated that her vns was not well managed and she has not seen a physician to manage her vns for about two years. He felt that her generator had been a end of service for about a year since she was not longer feeling stimulation. The patient was being referred for a generator replacement since she had had a good benefit from vns. Surgery had not occurred to date.

Event description:
It was initially reported that the pt was experiencing breakthrough depression. The pt had not had her device evaluated in over 2 years and it is unk if it may be at end of service. Pt feels that her breakthrough depression may be related to being recently diagnosed with stage 4 non-hodgkin's lymphoma and the chemotherapy treatment. It is unk if the cancer is related to vns. Good faith attempts for more info has been unsuccessful to date.